Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event for leaflet motion restricted in patient and frame damage was confirmed based on information received to date. A review of the device history record, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of instructions for use/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, the patient was reported to have thrombosis and leaflets motion restricted. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening, increased gradients, and leaflet motion restricted. As such, available information suggests that patient factors (thrombosis) may have contributed to the event. Additionally, the valve frame was distorted from anterior mitral leaflet (aml) over the time, which indicated improper position of the implanted valve leading to native leaflet overhang. Overhang leaflet can continuously exert excessive force onto the valve frame during the valvular function, resulting in distorted valve frame over time. As such, available information suggests that procedural factors (improper valve position) may have contributed to the frame damage event. However, a definitive root cause was unable to be determined at this time. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Use of the sapien transcatheter heart valves (all models) is contraindicated in patients who cannot tolerate an anticoagulation/antiplatelet regimen. In addition, it warns that valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. Thrombosis is a rare and well recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), pharmacological therapies that quickly increase hemoglobin levels, the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair; anticoagulation is prescribed per institutional guidelines. Intra-procedural intra-cardiac thrombus and post procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space, and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at >250 seconds) during the procedure to prevent thrombosis. In this case, there was no allegation or indication of a product malfunction contributed to this adverse event. Although the exact cause and source of the thrombus cannot be determined, review of the information available suggests that possible patient factors, history of mitral valve leaflet clot, pharmacological factors and/or immobile leaflet may have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
It was initially reported by implant patient registry through receipt of an implant data card, that approximately 1 year post trans-septal tmvr procedure with a 26mm sapien 3 ultra resilia valve, the patient's valve was explanted and replaced with a surgical valve. Per medical record received, the patient underwent explant due to left ventricular outflow obstruction with systolic anterior motion of a native anterior mitral valve leaflet. The patient was having symptoms of dyspnea on exertion, fatigue, and presyncope. Approximately 1 week post implant, a cv-cta showed severe hypoattenuated leaflet thickening with reduced leaflet motion. There is severe left ventricular outflow obstruction from the anterior mitral leaflet and the patient was placed on eliquis. A cta performed approximately 1 year later showed resolution of the hypoattenuated leaflet thickening, systolic anterior motion of a native anterior mitral valve leaflet, normal left ventricular ejection fraction, therefore the patient was brought to operating room for attempted at rescue lampoon. However, hypoattenuated leaflet thickening recurred on intra-op tee and the procedure was aborted. A tte performed approximately 13 months post implant showed the native mitral valve leaflet was extending beyond the prosthetic valve, and moved into the left ventricular outflow tract, and one of the prosthetic valve leaflets is severely dysfunctional with very little movement. According to the operative report, the anterior mitral leaflet was draped over the top of the struts of the sapien valve. The base of the sapien valve was freed from the native mitral valve, and the adherent tissue of the anterior mitral leaflet was divided off the struts of the sapien valve. The sapien valve was then removed from the native mitral valve. There was thrombus within the recess of the sapien valve leaflets obstructing the movement of one of the sapien valve leaflets. The struts adjacent to this immobile leaflet were bent likely distorted from the anterior mitral leaflet.

Manufacturer narrative:
Investigation is still ongoing.